Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a leaking catheter is confirmed and was determined to be use related. One 4 fr s/l powerpicc solo was returned for evaluation. A microscopic observation revealed a circumferentially aligned kink at the 21 cm depth marker. A longitudinally aligned split was observed at the corner of the kink at the 21 cm depth marker. The split had a granular fracture surface. The split was observed to be at the corner of a flexural fatigue kink. Flex fatigue occurs due to cyclic kinking of the device in one concentrated location. The complaint of a split in the catheter is confirmed and was determined to be use related. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.

Event description:
It was reported that when the PICC line was flushed, the patient reported swelling around 5 cm proximal to the insertion site. Ultra sound obtained and dvt ruled out. Decision made to pull out PICC line and and when flushed a small hole was noted. PICC was secured with a secura cath. There was nothing noted on from the PICC insertion team that stated it was a difficult insertion. The patient was investigated for a dvt when the swelling was noted above the insertion site. The ultra sound show no signs of dvt. We decided not insert another PICC line, as she had only one more cycle to go, therefore an peripheral access should be tried next time. The patient is fine. There was no chemo administered therefore no extravasation noted as we made the decision to administer via peripheral IV while we investigated for a dvt.

Event description:
It was reported that when the PICC line was flushed, the patient reported swelling around 5 cm proximal to the insertion site. Ultra sound obtained and dvt ruled out. Decision made to pull out PICC line and when flushed a small hole was noted. PICC was secured with a secura cath. There was nothing noted on from the PICC insertion team that stated it was a difficult insertion. The patient was investigated for a dvt when the swelling was noted above the insertion site. The ultra sound show no signs of dvt. We decided not insert another PICC line, as she had only one more cycle to go, therefore an peripheral access should be tried next time. The patient is fine. There was no chemo administered therefore no extravasation noted as we made the decision to administer via peripheral IV while we investigated for a dvt.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.